Event description:
The customer reported gentamycin via syringe pump infused over 5 minutes instead of the intended 30 minutes. The gentamycin concentration was 10mg/dl with a standard dose of 2.5mg/kg. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.